Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
A (B)(6) male patient with acute myocardial infarction and cardiogenic shock (society for cardiovascular angiography and interventions shock stage d) presented with a lactate level of 5.0 mmol/l, a ph of 7.45, a mean arterial pressure of 82 mmhg, and a systolic blood pressure of 112 mmhg. He required ventilatory and inotropic support. After the initiation of impella support, lactate levels improved, and the patient was transferred to another center. The impella catheter initially measured 4 cm inside the ventricle however was scheduled later for repositioning. Heparin dosage was increased on day two following impella cp insertion. On day four, the impella cp measured 5 cm inside the ventricle and was repositioned again after repeated ¿placement signals low¿ alarms. The patient was extubated the same day but developed atrial fibrillation. The impella was removed successfully, and vascular closure was performed using perclose and proglide systems. After extubation, the care team noted the patient had suffered a stroke.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.